Event description:
It was reported that the user experienced recurrent low blood glucose while using the ilet bionic pancreas and noted improvement after engaging with their trainer, who advised pausing the ilet during walks with their puppy. Symptoms included hypoglycemia, feeling wobbly, shakiness, dizziness, lightheadedness, and weakness. Outcomes included the use of oral glucose for correction. Troubleshooting and education were completed with coaching on activity-related management. Investigation included a review of device use patterns and user guidance. Investigation of this case revealed no device alerts or alarms and no device malfunction identified. It was concluded that the event involved hypoglycemia with an unclear cause, with user education provided to mitigate recurrence. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.